Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with flashing white display. Unable to download history files and traces using thump software due to display anomaly. Unable to perform the displacement test, sleep current test, active current test and self test due to display anomaly and bleeding on display. Pump was cut open to perform visual inspection. Per visual inspection it was determine that cracked glass and bleeding were noted on lcd display located at pcba 1. All connectors were plugged in properly. No moisture damage noted during visual inspection. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched case. The hard coat edge acceptable per case assembly cosmetic specification, (B)(4). In conclusion, unit came in with flashing white display due to cracked glass. Cosmetic damage was not confirmed at display (sharp edge), however, other cosmetic damage confirmed where minor scratched case was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1886 was returned for analysis.